Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). A review of the ipg diagnostic logs revealed that the ipg was recovered on (B)(6) 2021 after entering the service application state on (B)(6) 2020. Per event details, there was no report of any unrelated procedures that could have caused the service app condition that occurred on (B)(6) 2020. When the device recovers from the service app state, the data logs prior to the recovery are lost. An accurate estimate of longevity cannot be performed since patient programming history logs were erased due to the recovery on (B)(6) 2021. An ipg that enters the service application state can cause a higher battery capacity consumption that can deplete the battery faster.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy due to the ipg reaching end of life. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.